Event description:
Information was received that after a smiths medical tracheostomy was in use for an hour or two, the cuff's air pressure was decreased and pilot balloon was deflated. A tracheostomy tube change out was required as a result. No patient injury resulted.

Manufacturer narrative:
One blue line ultra (blu) tracheostomy was as received in used conditions without its original packaging. The returned sample was visually inspected at a distance of 12" to 16" and normal conditions of illumination. No discrepancies were found. The cuff of the returned sample was inflated using a syringe and the product was submerged under water in order to detect for any leakage. Leakage was observed coming out from a small tear in the cuff. The most probable root cause is that the cuff tear occured during the tracheostomy procedure due to contact with a sharp edge.